Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found.

Event description:
It was reported that during the implant procedure, it was not possible to obtain good sensing or pacing thresholds when replacing the left ventricular (lv) lead. The lead was removed, and another lead was attempted, with the same results. The second lead was also not used, and the previously implanted lead was reconnected. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant procedure, it was not possible to obtain good sensing or pacing thresholds when replacing the left ventricular (lv) lead. The lead was removed, and another lead was attempted, with the same results. The second lead was also not used, and the previously implanted lead was reconnected. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 6949 implantable tachy lead - (B)(6) 2007, 5076 implantable pacing lead - (B)(6) 2007, 4193 implantable pacing lead - (B)(6) 2007. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.